Event description:
It was reported that the pump touch screen was unresponsive, dim, and delayed in responding to presses. It was also reported that connectivity issues occurred between the transmitter and pump. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.